Event description:
Device malfunction: none. Symptoms/ae: stroke. Time of ae: one day after the procedure. It was reported that one day post a left internal carotid artery stenting procedure, the pt was unable to read. The evening of postprocedure, the pt was lethargic and confused. It was thought to be due to fentanyl received postprocedure; however, a CT scan done one day postprocedure showed new ischemic areas which was diagnosed as a stroke. Reportedly, it was felt that the pt likely had an embolic stroke during the procedure. Two days postprocedure, the pt was discharged to home with outpatient speech therapy. Although requested, there was no additional info provided.

Manufacturer narrative:
Study event. The stent remains in the pt. The lot number was provided. Embolic stroke is a known possible adverse event associated with the use of the device as listed in the instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities which could have contributed to this event.